Event description:
It was reported that the customer had too many false alerts and alarms, blood glucose and sensor reading issues and threshold suspend occuring when her blood glucose was in range. Customer wanted to return the insulin pump. No further information provided.